Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03596. After further review it was determined that it should be clarified, that only one lead (unknown which one) was explanted and replaced during the (B)(6) 2015 procedure.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03596 .

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03596. It was reported the patient was no longer receiving effective stimulation as the system was auto-reducing (date of event is unknown). Diagnostics showed high impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming. As a result, the lead was explanted and replaced which resolved the issue.